Event description:
Device 2 of 2. Reference: 1627487-2011-04100. The patient received her scs system, including two leads (with two lot numbers) on (B)(6) 2011. Immediately after the procedure it was reported the patient had sensory perception, but lost movement in both legs. A CT scan was performed, showing lead migration inferiorly and posteriorly. The system was explanted (B)(6). The patient regained some movement, reporting she could stand, but not walk. The physician ordered a MRI after the explant and there was nothing consistent with the patient's complaint that was evident. The physician has ordered physical and physiological evaluation.

Manufacturer narrative:
Evaluation: results: the complaint cannot be confirmed through product testing alone. As received, the returned leads were cut in two segments. The lead cuts were consistent with explant damage. No functional testing was performed on the leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.